Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. Due to the customer changing supplies and cartridge prior to reporting event, troubleshooting was unable to be performed by tandem technical support.